Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies in the failure analysis center. The cause of the reported issue was due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly. The ic chip was causing the device to intermittently lock up during the boot up cycle.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported device issue. As a precaution, physio-control replaced the system controller and user interface pcb assemblies. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
It was reported that the customer's device had a solid white screen, which is indicative of a device lock up. There was no report of any patient use associated with the reported issue.